Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the customer stopped using the continuous glucose monitor (cgm) feature of the pump. No additional patient or event information was available. The customer declined assistance from tandem technical support regarding the issue.